Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation abrasions were found at 7.5-8cm and 8.8-9cm from the helix end; the proximal cables and rv cables were exposed. Inside-out abrasion was noted in multiple locations near helix end. Further analysis on the rv shock coil found inside out abrasion at 3.9cm-4.2cm and 4.9cm-5.7cm from the helix end, exposing the rv cables and proximal cables. The insulation at rv shock coil was abraded thru; distal coil was exposed, and efte coating of proximal cable was abraded at 3.2cm from helix end and in contact with distal coil.

Event description:
It was reported that the patient received inappropriate therapies due to oversensing. Insulation anomaly was suspected.